Manufacturer narrative:
.

Event description:
It was reported the pt had been experiencing shocking sensations. The ipg was to be replaced. During the replacement, impedances were checked due to the reported shocking. No results were reported. The symptoms had been at the location of the lead-extension connection. When the extension was disconnected from the lead, it was noted the end of the lead was damaged. The battery was removed as planned due to end of life. A new device was not reimplanted because a new lead would need to be placed. The devices were not returned.